Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was unknown at the time of incident. Customer states insulin did not exit the tubing. Customer states they have another reservoir for testing. The customer reported that the insulin flow blocked alarm was resolved by changing reservoir. The reservoir will be returned for analysis.